Event description:
It was reported that the customer was hospitalized for hypoglycemia, with blood glucose 25 mg/dl. Prior to the event, the customer stated that he had received an alarm and that he had primed and the filled tubing twice while connected to the infusion set. The customer then stated that he had received 20 units of insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.